Manufacturer narrative:
Cao, j., peng, y., <(>&<)> xuan, j. (2015). Intra-arterial treatment with solitaire stent retrieval for acute ischemic stroke in hospital. J clin neurosurg, 12(6), 442-448. Doi:10.3969 /j.issn.1672-7770.2015.06.011 the solitaire device has not been returned; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire thrombectomy. The authors retrospectively reviewed clinical data of 12 patients with acute ischemic stroke who underwent treatment with solitaire stent retrieval; all 12 patients had vessel occlusions in the middle cerebral artery. The overall recanalization rate (tici 2b or 3) was 100%. The article states that one patient died from massive cerebral infarct. The article states that overall mortality was 5 out of 12 patients. The other four patients¿ deaths were not due to use of the solitaire.